Event description:
It was reported the patient had a gradual loss of therapeutic effect. Multiple reprogram attempts were made. Their lead had moved. The only fall the patient had was after the loss of therapeutic effect. Revision was recommended. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va0b2at, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and stimulation. Reprogramming was performed. The patient had greater than fifty percent symptom reduction. The patient still had concerns regarding their device or therapy. They were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2015 was noted.

Manufacturer narrative:
(B)(4).